Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text: device disposition unknown.

Event description:
As reported: "suspicion of infection".

Manufacturer narrative:
After receiving more information from the cic, it has been confirmed that the patient's blood tests were negative for the suspected infection. Therefore, this complaint and the respective MFR report # 3000931034-2023-00478 will be revised to non-reportable as there was no adverse event due to the device. If further information becomes available that suggests otherwise, the reporting decision will be reevaluated.

Event description:
As reported: "suspicion of infection".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "suspicion of infection"